Manufacturer narrative:
The event of high impedance in 03 poles of the lead was reported to abbott. A lead replacement has not been scheduled at this time. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6) date of event is estimated.

Event description:
It was reported that patient was unable to set the device into MRI mode. System diagnostic record high impedances. Surgical intervention may take place to address the issue.